Event description:
It was reported that since the device was implanted the ventricular lead had low impedance readings which caused the device to deplete rapidly. The device was reprogrammed to an inactive mode and a new system was implanted on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).